Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports the swg (spring wire guide) and spring separated during usage on the patient. Additional information states the j-tip separated from the swg after swg removed from patient. No breakage of device inside the patient.

Event description:
The customer reports the swg (spring wire guide) and spring separated during usage on the patient. Additional information states the j-tip separated from the swg after swg removed from patient. No breakage of device inside the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire for evaluation; other components of the kit were also returned. Visual analysis of the guide wire confirmed the guidewire was unraveled. After the wire failed the manual tug test, the distal weld was microscopically examined. It was observed that the core wire separated from the distal weld, but the coils were still attached. The proximal weld appeared spherical and intact. The j-bend was misshapen. The total length of the returned core wire measured to be 602mm, which is within specifications of 596mm - 604mm per product drawing. The outer diameter of the returned guide wire measured to be 0.798mm, which is within specifications of 0.788-0.826 mm per product drawing. The guide wire was passed through the returned ars, dilator and 18 ga introducer needle to functionally test. The guide wire passed through both with minimal resistance. Resistance was encountered only at the damaged portion, where the core wire separated from the distal weld. A manual tug test revealed that the distal weld was not secured to the core wire. The proximal weld was intact. A device history record review was performed on the reported kit with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." "Do not apply excessive force in removing wire guide or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." "Practitioners must be aware of the potential for entrapment of guide wire by any implanted device in the circulatory system (ie. Vena cava filters, stents). Review patient's history before catheterization procedure to assess for possible implants. Care should be taken regarding the length of spring-wire guide inserted. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to minimize the risk of guidewire entrapment." The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the core wire has separated from the distal weld. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire damage. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.